Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings over 400 mg/dl. The customer had an issue with the infusion set and was not able to wear it for a while. The customer received an infusion flow block. The customer also had a bent cannula. The customer declined to troubleshoot for her high blood glucose because it had already lowered down. The customer will not return the device for analysis.